Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to boot and charge. The receiver displays initialization screen and continuously resets without displaying trend graph or date/time set. The receiver download cannot be performed with receiver in this state..opened unit, passes interior visual inspection. Performed receiver download with main board separated from ui-u1. The receiver download found a loss of connection in the log. .functional test and pairing test cannot be performed due to continuous initialization..the reported event of a loss of connection was confirmed. A root cause could not be determined.